Manufacturer narrative:
The customer¿s report that the needleless connector is sticking down was confirmed. Visual inspection of the associate sets noted no damage or any anomalies. Closer inspection of the associate maxplus under magnification found no tool marks or crush marks. Functional testing of connecting and disconnecting a syringe from the maxplus¿s replicated a delay in the piston returning to its closed state. The root cause of valve slow return/stickdown was identified as a valve molding issue (mismatch out of specification). The suspect maxzero was not returned for investigation.

Event description:
It was reported that in the chemotherapy suite the needleless connector is sticking down after flushing with a 10ml ns prefilled syringe, removal of IV tubing and drawing blood.

Manufacturer narrative:
Additional information provided: description of event or problem, medical products & therapy dates & report source.

Event description:
It was reported that in the chemotherapy suite the needleless connector is sticking down after flushing with a 10ml ns prefilled syringe, removal of IV tubing and drawing blood.

Manufacturer narrative:
Although requested, no additional information about the patient, medication, or event provided. No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that in the chemotherapy suite the needleless connector is sticking down after flushing or disconnecting from an IV site.